Event description:
A dialysis facility reported that there was excessive fluid removal from 2 pts during 3 dialysis treatments. The first pt became hypotensive, diaphoretic and complained of blurred vision towards the end of the dialysis treatments. He was given saline and was discharged stable. Based on the reported weights, saline given and what the machine had indicated was removed after these treatments, the weight loss variance was approximately 1.3 kg on 11/14 and 1.1 kg on 11/17/1998. There was no serious injury or illness.